Manufacturer narrative:
Continued concomitant medical products: addrl1 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The lead further exhibited undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.